Manufacturer narrative:
A device history record review was performed for the subject device lot. No non-conformances were generated during the production of this lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device (radiolucent insertion handle, part# 03.010.405, lot# 8117606). The subject device was returned along with two other devices belonging to the trochanteric fixation nail system (one 12mm/130deg titanium cannulated trochanteric fixation nail part# 456.478s, lot# 7718471 and one connecting screw for radiolucent insertion handle, part# 03.010.474, lot# unknown). These devices were received with the complaint that ¿a connecting screw would not disengage from radiolucent handle after helical blade was inserted and locked in position. Doctor tried ball hex screw driver and other methods but nothing would loosen the connecting screw. Doctor was forced to unlock helical blade, explant blade, and explant nail.¿ upon receipt of these items it was seen that they are securely connected by the connecting screw for radiolucent insertion handle (subject device) and could not be disassembled with the use of a 5.0mm hexagonal screwdriver. As the system is still fully connected the dimensions of these parts could not be measured. This complaint is confirmed. The most plausible root cause of this complaint is that the connecting screw was overtightened when inserted, and may have become cold welded to the nail. The drawings for the radiolucent handle were reviewed, and the design, materials and finishing processes were found to be adequate for the intended use of this device. The design did not contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a connecting screw and a trochanteric fixation nail (tfn) handle would not disengage while in the patient during an open reduction internal fixation (orif) procedure of the hip. The screw failed to disengage from the radiolucent handle after the helical blade was inserted and locked in position. The surgeon attempted to use a ball hex screw driver and other methods, but was unable to loosen the connecting screw. The surgeon was forced to unlock and remove the helical blade and nail. After removal, another attempt was made, on the back table, to disengage the parts, but the same result was yielded. The surgeon was forced to use a perc handle from the tfn auxiliary tray to proceed with the case. The space where the blade was previously inserted was back-filled with 10cc norian. Despite wanting to use a helical blade, the surgeon inserted a tfn lag screw instead. The procedure was completed with a ¿less than ideal¿ outcome. A delay of forty-five (45) minutes was noted due to change in instrumentation. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records will be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.